Event description:
The manufacturer received information alleging a bipap vision had a ventilator inoperative condition and shut down while in patient use. The patient expired while another device was being retrieved. The patient was a do not resuscitate status and was placed on the bipap vision until a family member arrived at the hospital. The device was evaluated by the manufacturer's service technician at the reporting facility. The manufacturer found no error codes for a ventilator inoperative condition in the error log system of the bipap vision. The device operated and alarmed to design specifications. The device passed all final testing. The manufacturer concludes device did not cause or contribute to the patient's death.